Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
The customer reported that the patient was undergoing a thr. When the surgeon was implanting a 10mm plug, the scrub nurse checked the introducer tip and put the plug on. The surgeon impacted and then tried to remove the introducer. The introducer wouldn't dislodge and so he knocked it with a mallet to get it to dislodge during which time the plug fractured. The surgeon managed to retrieve 3/4 of the plug, but 1/4 is still left in the patient's bone. Another plug was used and surgery was completed successfully. A surgical delay of 2-3 minutes was reported.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: DHR review was satisfactory. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
The customer reported that the patient was undergoing a thr. When the surgeon was implanting a 10mm plug, the scrub nurse checked the introducer tip and put the plug on. The surgeon impacted and then tried to remove the introducer. The introducer wouldn't dislodge and so he knocked it with a mallet to get it to dislodge during which time the plug fractured. The surgeon managed to retrieve 3/4 of the plug, but 1/4 is still left in the patient's bone. Another plug was used and surgery was completed successfully. A surgical delay of 2-3 minutes was reported.